Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one needle suture piece in two sections and one empty foil packet were received for analysis. Product code w9236. During visual inspection of the returned sample, significant crimping marks were observed on the body needle. The suture pieces were examined, and the ends were noted to be cut probably caused by a surgical instrument. In addition, one suture piece showed sign of elongation. As the suture is absorbable and the duration and conditions of environmental exposure could not be determined, functional testing was not performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported that the suture broke when sewing in an unknown surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.